Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the calcified left main coronary artery to the proximal left anterior descending (lad). After predilating the lesion, a 16x3.0mm taxus liberte stent delivery system (sds) was advanced but could not cross the lesion. The device was removed from the patient and it was noted that the stent struts were lifted. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status is good.